Manufacturer narrative:
UDI # is (B)(4). The device was not returned back. We were informed by the local distributer by an incident report which includes the fire marshal (B)(4) together with photo of fire accident on (B)(6) 2018. Base on the provided fire marshal (B)(4), it can not be determined if the fires was caused by the scooter or the lift or other possible cause. Base on the provided serial number, we tracked back the device history record. This unit passed the final inspection. We conducted an evaluation of the spec of the electric safety system of this model. Limited information is provided. The device was shipped without battery. The battery was provided by the local provider and also the device maintenance record is not provided. We need further information from local distributor for further analysis.

Event description:
Scooter caught on fire and burnt his scooter lift, car and garage door. Lift cost 2700, car & garage damage unknown.